Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Sections were left blank as the customer age and weight is unknown.

Event description:
The customer received a control reading of 140 mg/dl on a contour next one meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control solution for evaluation. A replacement meter kit was sent to the customer.